Event description:
It was reported that a male patient's foot was found entrapped behind the footboard of the bed. The male patient was found with a bruise under his toenail. No adverse consequences were reported.

Manufacturer narrative:
A stryker field technician evaluated the bed and found the bed to be operating properly and within specification.